Manufacturer narrative:
(B)(4). Report source - (B)(6). The product has been received by zimmer biomet and the investigation results are as follows: visual examination of the returned product identified the tip has fractured and all the pieces were returned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the interference screw was broken while fixing. Attempts have been made, but no further information is available at the time of this report.